Event description:
Patient noted experiencing difficulty with swallowing since having their device removed. It was reported that the patient developed vocal cord paralysis due to the explant surgery they underwent due to an infection. The reported infection is captured in MFR. Report # 1644487-2021-01420. No other relevant information has been received to date.